Event description:
A scalpel cautery instrument was alleged to have an electrical problem in the shaft of the instrument. After 5 minutes of usage, it was reported that there was smoke coming out of the instrument shaft. The cautery instrument was removed from the patient and replaced with another scalpel cautery instrument to continue the case to completion. No patient injury or adverse outcome was reported.